Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was alarming motor error. Customer stated that they do use the sensor feature and was unable to rewind the insulin pump. Customer's blood glucose level was 121 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The occlusion test and excessive no delivery alarm test could not be performed due to the motor error alarm. No motor encoder position error alarm could be confirmed due to the overwritten history. The insulin pump was received with a scratched display window.